Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this neurostimulator experienced an infection at the device incision site with purulent discharge. The patient was placed on antibiotics, but the wound later separated. As a result, the device was explanted. No further patient complications were reported.